Event description:
The manufacturer received information alleging a ventilator's service required alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device passed the evaluation as specified in the service manual. The connectors are in good condition, the cabinet and other parts are in good conditions, it is not necessary to replace batteries.